Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer. Patient product ID 3093-28, lot# v183293, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient passed through security screeners at a retail store and experienced a surge in stimulation. It was noted that the implant was off after leaving the store and the patient wet themselves. It was noted that there was a shocking or jolting sensation. Additional information received reported that the patient did not have concerns with the device or therapy.